Manufacturer narrative:
A ge representative evaluated the system and performed a collimator calibration. System operates as intended.

Event description:
Customer reported system is displaying intermittent "iris too large" errors. No patient injury was reported.